Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose. Customer stated blood glucose at time of incident was 528 mg/dl. Patient's current blood glucose was 460 mg/dl. Customer stated that he was going to take pills to bring it down. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Customer reported the symptoms related to their high blood glucose was nausea and difficulty breathing. Customer had issue with battery cap. Based on customer report customer does not allege pump was under delivering. Customer states the drive support cap appears normal (slightly indented). Customer is not calling back to perform an high pressure test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Unit passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.